Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure an endeavor sprint rx coronary drug eluting stent was implanted to treat a lesion located in the lcx exhibiting 99% restenosis in the proximal segment of the lcx. Procedure was successful. Approximately 32 months post index procedure, the patient was admitted to hospital for acute, non st segment elevation myocardial infarction. It was reported that an angiography showed that the lcx mid segment stent was occluded and it was not excluded from the stent. It was reported that another stent was implanted. It was reported that the post-operative condition was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.